Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. Global transmitter final functional test was performed and the transmitter passed. The allegation could not be reproduced during the product investigation. The customer complaint was not confirmed because the transmitter passed testing. The root cause could not be determined.